Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The 95% stenosed, 18x3.0mm, concentric, de-novo target lesion was located in a moderately tortuous and non-calcified, proximal to distal left circumflex artery. A 1.50mm x 8mm emerge¿ balloon catheter was advanced to dilate the lesion. However, significant resistance was encountered and the distal part of the shaft broke. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the emerge balloon catheter in two pieces. The balloon, tip, shafts, hypotube, bond and catheter length were microscopically examined. There were numerous kinks throughout the hypotube and there was a complete hypotube separation 88.5cm from the strain relief. The hypotube fracture surface was ovaled, which suggests the device was kinked prior to separation. The balloon was bunched up and the tip was damaged. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The 95% stenosed, 18x3.0mm, concentric, de-novo target lesion was located in a moderately tortuous and non-calcified, proximal to distal left circumflex artery. A 1.50mm x 8mm emerge balloon catheter was advanced to dilate the lesion. However, significant resistance was encountered and the distal part of the shaft broke. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.